Event description:
It was reported that the patient received a notifier for extended charge time. A capacitor maintenance failed and a popping sound was detected. The device was explanted without complication. The patient condition was fine after the event.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The cause of the extended charge time was an anomalous capacitor.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.